Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was not confirmed. Investigation of the event log revealed an error indicating "unable to write to event log" code was recorded. The device's power management board was replaced to address the issue. The device was cleaned and passed all final and functional testing.